Manufacturer narrative:
Physio-control further examined the removed therapy pcb assembly and determined that the cause of the reported issue was an electrically shorted diode, designator cr44.  When the diode electrically shorted it damaged the pcb and surrounding components.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issues. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a service indicator present. Additionally, they were unable to perform the defibrillation calibration procedure. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it could not charge, in order to shock. As a result, defibrillation would not be possible if it were necessary.